Event description:
It was reported that during a routine check performed by the user, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the helium tank was replaced and was depleted after one month. It was also noted that the iabp unit was not used for a month. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) that was dispatched to evaluated the iabp, reported that they have managed to repair the iabp. The iabp is now being tested in the fse's workshop, and is expected to be return to customer in about a week.

Event description:
It was reported that during a routine check performed by the user, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the helium tank was replaced and was depleted after one month. It was also noted that the iabp unit was not used for a month. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that managed to repair the iabp, reported that the helium regulator, the connector from helium tubing assembly, the quick disconnect fitting of the cart, and the helium cylinders were replaced for the issue to be corrected. The fse had also applied high vacuum grease to the o-ring connection. As part of a preventive maintenance (pm), the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the user, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the helium tank was replaced and was depleted after one month. It was also noted that the iabp unit was not used for a month. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that there was a helium leak. The iabp unit was removed from service for further testing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the user, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was noted that the helium tank was replaced and was depleted after one month. It was also noted that the iabp unit was not used for a month. There was no patient involved and no adverse event was reported.